Event description:
It was reported that the ventilator turbine stopped spinning with an audible alarm while it was going through checkout. The ventilator was connected to a pt when the reported problem occurred.